Event description:
It was reported that this rv lead exhibited noise on the shock channel, decreased r wave amplitude measurements, and rv impedances of greater than 2000 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).